Event description:
The locking mechanism has failed in both units. The patient's head has slipped during the case causing minimal injury. The territory manager was following up to gather more information about this complaint. The items will be returned for assessment. Linked to mfg report number:3004608878-2017-00238.

Manufacturer narrative:
Integra has completed their internal investigation on august 16, 2017. Results: evaluation of returned device; complaint confirmed. Device has been cleaned and inspected. Swivel base has minimal movement in locked position with signs of general wear and tear. Recommend unit undergo general service , including full disassembly , cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the root cause is worn parts and the lock mechanism being out of adjustment.